Event description:
The site reported the following: the jetstream atherectomy catheter was being used to debulk an occluded vessel. After several passes, the catheter was removed and images were obtained. The physician decided that he wanted to perform atherectomy once again. However, the device became stuck on the guidewire and was not able to be advanced. The catheter was removed and the physician attempted to use a second jetstream catheter but it became stuck on the guidewire as well. The physician removed the jetstream catheter with the guidewire, decided that the treatment was successful and completed the procedure. No adverse event was reported. Related MDR: 2183460-2015-00012.

Manufacturer narrative:
UDI - (B)(4). Quality assurance product analysis received and examined the returned jetstream xc-2.4 catheter, lot number 183726. Visual examination determined that the mailman guidewire was not stuck inside the catheter. The remainder of the device appeared to be in good overall condition. The returned unit was functionally tested and passed all requirements. Product analysis then attempted to load a known good jetwire guidewire onto the catheter but was not able to do so as the tip was observed to be blocked. Further examination of the guidewire lumen confirmed that the proximal cap was occluded with teflon. Product analysis concluded that the guidewire lost coating and occluded the distal end of the catheter thereby contributing to the loss of tractability of the guidewire. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.